Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during patient use that a cardiosave intra aortic balloon pump (iabp) system had a backflow condition observed in the device tubing. No patient harm or injury was reported.